Manufacturer narrative:
The product associated with this report has not yet been returned as the device was not explanted. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional info has been reported to allergan regarding the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Pt reported a lap-band system with a port that "has leaked and not worked". It is not known how the problem was first noticed. The lap pt stated an intent of "having this removed," however it is not known whether the lap-band port only or the entire lap-band system will be explanted, or whether it will be replaced. The reported event has not been confirmed by a healthcare professional.